Event description:
I was wearing a newly inserted dexcom g7 when during the night it stopped working. My glucose levels then went up significantly almost putting me into diabetic keto acidosis. It took 2 days to finally get my blood sugars back in control.